Manufacturer narrative:
Review of information provided and analysis of the returned device concluded that there is no evidence of a product defect and this event is a known inherent risk of the procedure. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported that a patient underwent incision and drainage of post cervical wounds superficial and deep following revision surgery.